Event description:
On (B)(6) 2009 the pt reported the up/down buttons on his insulin infusion device are not properly working. He stated the down button has not worked well for several months but today will not respond at all. He said the up button has started to respond intermittently. He stated the buttons are not flat and beep when pressed. He said he switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.